Event description:
It was reported that following the device reaching elective replacement indicators (eri), the battery and leads page was blank while interrogating the device. The problem will be fixed with the software correction. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.